Event description:
It was reported that during the implant attempt, there was multiple positioning and repositioning along with extension and retraction of the helix of the lead. The lead was then removed from the body and tissue was removed from the helix. The lead was then reinserted, but the physician could not achieve a stable position. The physician requested a new lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.